Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarms, caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient incident.